Event description:
It was reported by a customer that an employee splashed cidex plus solution in their eye and experienced burning while taking a scope out of the solution. The employee was not wearing eye protection. Information provided indicates it is believed no treatment or medication was given when the employee visited an eye doctor. No further information is available.